Event description:
During a follow-up, the device was found to be in back-up vvi (bvvi) mode with high voltage therapy disabled. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable.